Manufacturer narrative:
The tina-quant albumin gen.2 reagent lot number is 81773001, and the expiration date is 31-may-2026. The alarm trace report shows alarms that are consistent with possible poor sample quality. A field service engineer (fse) determined that the sample probe needed to be changed. The fse replaced the sample probe and checked all of the alignments. Calibration, qc, and a 21-cup precision check were all successful. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable tina-quant albumin gen.2 result from the cobas c 503 analytical unit. The initial result from a urine sample was 67.2 mg/l, and the repeat result was 24.2 mg/l. The sample was repeated on another c 503 with a result of 24.3 mg/l. The initial result was found to be questionable after the customer experienced a qc failure and repeated the samples from the day before, discovering that the results were different. The repeat result was deemed to be correct.